Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 1295 mg/dl and diabetic ketoacidosis. Cause for the reported issue was unknown. Multiple follow up attempts were made to obtain additional information; however, a response was not received.